Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2012 due to migration of the acetabular cup. The modular head could not be disengaged from the stem and a midas-rex was used to cut the taper from the stem. All components were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-00630 / 00633).

Manufacturer narrative:
The stem taper had been sectioned in order to remove the head and taper adapter. Brown staining was observed on the portion of the stem attached to the taper adapter. In addition, brown and white deposits were observed at the junction between the stem and the taper adapter and between the taper adapter and the head. Root cause for the modular head being stuck to the stem taper could not be determined. This follow-up report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-00630-1 / 00633-1).